Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he obtained blood glucose reading of 198 mg/dl, and 102 mg/dl within 10 minutes on two separate contour next ez meters. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kits were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next ez meter was tested with the in-house contour next test strips from lot # 0bpef04a using a blood sample, which gave a satisfactory performance.